Manufacturer narrative:
The device is expected to be returned for investigation, it has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel (B)(4).

Event description:
The customer contact reported unrestricted flow. The tubing set was used to deliver an unspecified concentration of diprivan via a symbiq pump. After an unspecified length of time in use, the tubing set was disconnected from the pt and was removed from the pump. It was reported that after the tubing set was removed from the pump, fluid continued to flow. The nurse reported that "no matter which way the toggle switch was positioned, the fluid was freely flowing." It was reported that the nurse had removed the tubing set after the carriage on pump was properly open. The tubing set was replaced, but the customer contact could specify if the therapy was resumed. There were no reported adverse pt effects or delays in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.